Event description:
It was reported that the device was leaking non-sterile oil from swivel and hose connection. This was noticed while inspecting a sample product. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when the evaluation is complete.